Event description:
Reportedly the patient was admitted for incisional hernia repair related to unravelling of suture used to close wound. Original procedure pylorostomy. No additional information available.